Manufacturer narrative:
The patient information and product code were not provided.

Event description:
A customer from the netherlands had been adjusting insulin based on the contour next one readings and was not feeling well. He went to the doctor, tested on the contour next one and received a reading of 12.0. He was then tested on two contour next meters, one belonging to the doctor and the other was his own. The readings were 5.7mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. A new meter was sent to the customer.